Event description:
"Ation" of the implant was verified. Patient presented with inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility and inflammation. No further patient complications were reported.